Event description:
It was reported that during central processing, the monopolar cautery instrument had tan tip damage at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting potential thermal damage at distal end, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken tube adapter. A piece approximately 0.122" x 0.115" in size was not returned with the instrument. Additionally, the instrument was found to have one of the electrical contacts broken at the distal end. The broken electrical contact, approximately 0.034" x 0.09" in size was not returned with the instrument.